Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by the output socket failure. Omsc concluded that the connection became unstable due to the failure of the output socket, resulting in scope communication error b30 and not recognizing the olympus 190 series endoscope, because the device inspection by olympus iberia s.a.u. Confirmed the failure of the output socket. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(6) for evaluation. (B)(6) inspected the device and confirmed the following: the output socket was damaged and rusted. The xenon lamp of the device has been in use for over 500 hours and was not an olympus product. The xenon lamp and output socket need to be replaced. The reported event may have been caused by contact failure of the output socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus (B)(6) workshop and found that the endoscopic image was black and the scope communication error b30 was displayed on the monitor. And the endoscope image was not displayed when using the device with the olympus 190 series endoscope. Error code b30 means that the video system center cannot communicate with the endoscope. There was no report of patient injury associated with the event.